Event description:
Unable to print strips in ICU for patients interpretation. One patient had to temporarily be hooked up to crashcart defibrillator/monitor due to the patient being unstable. No identified harm to patients.